Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and skin breakdown at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. This is a final report.

Event description:
There is an infection and a small hole in the skin over the device. Explantation is scheduled (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There is an infection and a small hole in the skin over the device. Explantation is scheduled (B)(6) 2025.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection and skin breakdown at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. The explanted device has not been received for investigation yet. This is a final report.

Event description:
There is an infection and a small hole in the skin over the device. Explantation is scheduled on (B)(6) 2025.